Manufacturer narrative:
Following our receipt of one transmitter and performed visual inspection and no physical damage to connector pins, cow catcher or case was noted visual inspection. No traces of moisture/contamination were noted at connector pins per visual inspection. After two hours the unit was able to charge properly. After removing device from charger, the green led flashed properly. Unit passed functional including rf/ble test/downgrade/download/association/accuracy test. In summary, the customer complaint about loss of communication was not confirmed, the transmitter is working as expected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced the loss of communication between the insulin pump and transmitter. The customer reported no adverse event. The event involved product(s) mmt-7841zn, mmt-7040a, mmt-1884. Troubleshooting was performed for loss of communication. The customer confirmed that the transmitter serial number is programmed in the manage devices screen. The pump is in the process of making multiple attempts to re-establish communication with the transmitter. Troubleshooting was performed for sensor alerts and the customer received a change sensor alarm. No harm requiring medical intervention was reported. The customer will discontinue use of the transmitter. Mmt-7841zn was requested and the customer response was that the device will be returned. No product return is required for mmt-7040a. No product return is required for mmt-1884.